Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Patient identifier unknown / not provided. Weight unknown / not provided. PMA/510(k) k011028 and k013227. Summary investigation.

Event description:
It was reported implant was placed uneventful, one week after, patient came to medical office with implant cellulitis in the implant area(infection). Patient was under antibiotics treatment and one week later the implant came out spontaneously